Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a temporary memory problem. The investigation showed that the error described was caused by a temporary memory problem which was resolved with a reboot. This reboot is a mitigating measure to get the system back in operation and to keep the patient safe. A review of the log files showed that the system had been previously running for more than 20 days without any restart. According to the instruction for use (IFU) the problem can be avoided by restarting the system regularly at least once in a week. A systematic problem has not been defined. The system has been rebooted and no further problems have been reported. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an interventional procedure, the user reported that the system restarted during the patient treatment. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.